Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the patient was getting poor coupling. They tried to reposition the antenna over the ins, but that did not resolve the issue. When the caller repositioned the antenna over the ins they were able to get 6 boxes, but then later on it would drop to 0 boxes, then 2 boxes. There were no symptoms reported. There were no further complications reported.